Manufacturer narrative:
Complete motor replacement will resolve this issue.

Event description:
Information received alleging that some oil had leaked out of the motor and onto the strap. No injury reported.